Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The biosense webster inc. Failure analysis lab received the device for evaluation on (B)(6) 2018. Therefore, populated. Device available for evaluation?, is device returned to manufacturer? And date device returned to manufacturer. The biosense webster failure analysis noted on (B)(6) 2018 that the returned condition of the sheath was that the valve appeared to be pushed into the hub. During a second visual assessment on (B)(6) 2018 it was noted that there appears to be a potential tear on the silicone ring. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Still pending is the manufactured date. Therefore, a supplemental report will be submitted to update the manufactured date. Concomitant product: pentaray nav eco, us catalog #: d128208, lot #: 30103421l. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. It was reported that the hemostatic valve on the sheath was leaking blood. The sheath was replaced to complete the procedure. No patient consequence was reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The leaking hemostatic valve was assessed as a reportable malfunction.

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. It was reported that the hemostatic valve on the sheath was leaking blood. The sheath was replaced to complete the procedure. No patient consequence was reported. The device was inspected and the valve appears pushed into the hub. Additionally, a scanning electron microscope (sem) testing was performed on the damaged area and the results showed evidence of mechanical damage, scratches and stress marks on the surface of the valve. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the damage on the valve cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
The device history record and the manufactured date have been provided on december 21, 2018. Therefore, field manufactured date has been populated. The device history record (DHR) for the lot number 1050 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).